Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted faster than expected which led to a pump shutdown. The customer's blood glucose (bg) level was 535 mg/dl with a "small amount" of ketones. The customer addressed elevated bg by administering a manual injection. Reportedly, the customer's friend drove the customer home because the customer did not feel comfortable driving with an elevated bg. Multiple contact attempts were made by tandem technical support in order to determine whether or not the battery depletion rate was within normal parameters; however, the customer did not respond.